Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported further information on the same issue previously reported. The caller stated that they have been working with the reps for months on trying to find a program that works for them. Caller stated that the therapy is not helping them. Caller stated that the hcp adjusted the cord about a year ago to see if that would help, but it still has not been working. Caller stated that the hcp told them they cannot have surgery to remove the ins so that are stuck with it. Caller stated that the last time they saw a rep they were told to change programs if the current program was not working. Caller stated that the stimulation is hurting them, and after about 4 days after adjusting, it starts to get hot and painful. Caller stated that they are going through so many pads and are going to the restroom every hour to hour and a half. The caller also mentioned that they are leaking during the night. Agent assisted the caller with changing programs and adjusting to a comfortable level. Caller will track and monitor symptoms and will follow-up with hcp if issue persists.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# unknown: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that by indicating "it still has not been working" they were referring to "it is not working good. I can take care of my urine for up to 2 hours at best." When asked if the issue was caused by normal battery depletion the patient answered "unknown" and also added "doubt". When asked the cause of the device not working the patient indicated the cause was not determined and when asked the likely cause they noted "I don't know the reason of this trouble." When asked the steps that were/will be taken towards resolution the patient noted "the stimulator has been changed many times but has been no help." They reported this issue has not yet been resolved. The patient also reported that the cause of the stimulation hurting and, after about 4 days after adjusting, it would get hot and painful as being determined and noted the likely cause of this issue as being "some of the problem has been me, but always get help." When asked the steps that were/will be taken towards resolution, the patient noted "not sure if this is worth having" and they noted the issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of it not working properly was the patient could not get their stimulator to control their urine. They had to change the stimulator many times but always going too often. Issue was not yet resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that their stimulation was not working properly for a long time. Patient said that was told could be something with the cord and in (B)(6) 2024 had revision surgery to move the cord however states since then hasn't noticed any improvement. Patient saw their healthcare provider yesterday and they could not get anything for they were not getting anything from the therapy. The healthcare provider suggested that the patient contact a representative for a reprogramming session. Patient said they usually call the rep directly but they got a call from someone a different rep last night and they wanted to make an appointment with the original rep but patient could not seem to get a hold of them last night or this morning. Patient service reviewed role of patient service and redirected patient to contact the rep directly as patient stated they typically call themselves.. Patient mentioned historical event said that in the past has met with a representative for reprogramming sessions when therapy wasn't working.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128, (lot: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back saying they called last week. The patient stated they were having trouble with the stimulator not helping them anymore. Patient is leaking, wetting themselves, and wearing pads. They had worked with medtronic reps. They had not heard back. Patient requested one of them call her back. Email was sent to field reps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient called back from phone number on file reporting the same information that therapy wasn't helping them. Patient said they weren't able to go 2 hours without going to the bathroom and they were starting to leak. Patient said they kept changing settings but nothing seemed to help. Patient said mdt rep helped them adjust their settings in january 2025 and after the stimulation was increased it had to be decreased down because the stimulation was up too high and stimulation had hurt. Patient said they had not experience improvement since that adjustment. During call patient said they didn't feel stimulation on the current program they were on (program b). Ps assisted patient in increasing stimulation to where patient felt stimulation. Pt will maintain stimulation and will follow up with hcp if they don't see improvement. Pt said their dr. Told them they weren't willing to do surgery on them. Patient said they lost local rep's phone number, ps sent message to fie ld to provide visibility to patient's situation.